Event description:
The customer reports the ventilator was connected to the patient. The clinicain was adjusting the peep level when the ventilator's front panel went blank and the ventilator stopped ventilating for approximately 10 seconds. The ventilator then started ventilating again and the front panel resumed operation. There was no patient injury. The bio-med viewed the logs. The logs stated a "panel disconnect" and a "peep loss". The fse has been dispatched.